Event description:
The reporter stated that the surgeon was using a competitor's lens with the aq cartridge-fp and noticed upon loading that the lens haptic appeared to be sideways in the cartridge. No patient contact.